Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 67 sealed 24ga x 0.75in. Insyte autoguard units from lot number 4123600. A sampling of 20 units were randomly selected for functional testing. The 20 units were inspected by breaking tip adhesion, slightly advancing the catheter, and activating the button. Each unit retracted successfully and within specifications. A visual inspection did not discover any damages that may indicate needle retraction difficulties. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: during infusion the catheter locked up and the rn was no able to utilize the device. Pt harm: no. Customer response on (B)(6)2025. The date of the event was 02/12/2025. Customer response on (B)(6)2025. Yes, the needle failed to retract. No, it was not occluded.